Event description:
The rn removed 9cc of fluid from the foley catheter balloon in order to remove foley. While attempting to remove the catheter, this nurse met resistance. This rn called the charge rn to attempt. During this time, the patient was screaming in pain. The surgery np (nurse practitioner) was called, who then called the urology resident to the bedside. Resident attempted to remove as well and was met with resistance. Resident then reinserted the foley, reinflated the balloon, deflated the balloon and still met with resistance. All this time, the patient was screaming. The urology resident then proceeded to pull the catheter out. The patient had some mild bleeding from the tip of the penis, but was obviously traumatized. As a result of the event, patient required additional pain medication. The resident then showed this rn that the end of the catheter balloon had formed a ridge when deflated, instead of being smooth on the end. He said this was a common problem with our new catheters. The end of the catheter was removed and placed in a bag to show the nurse manager. This facility has had an estimated 20+ such events with this product over the last 5 months. The manufacturer is aware and product has been returned to them for investigation/analysis. There is no difficulty inserting the catheters. The problem occurs when the catheter is removed. This has occurred in both male and female patients. There are no patient factors common to these events.device #1is this a laboratory device or laboratory test?no.